Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the external sheath of the catheter cracked and the internal sheath was visible. The catheter was in place in the thorax since (B)(6) 2016 for infusion of antibiotics and parenteral feeding of an infant. The reporter indicated that the catheter was being repaired, blood analysis for biological parameters was being checked and extra antibiotics were being administered as part of the intervention. No additional information was available at the time of this report.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were three other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.